Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.5 ml 31ga 8 mm ufii 10bag 500cs has been with difficult plunger movement during use. The following has been provided by the initial reporter: it was reported by the consumer that the needles are bent and the plunger is hard to move when drawing insulin. Event description per snow case states, "I am writing to you today because the box of syringes I got last month are damaged. The needles are tilted to the right and the plunger is really hard to pull to draw insulin. Lot # 8344526, product # 328468, exp:12-31-2023, occurrence date is unknown.

Manufacturer narrative:
Correction: new lot numbers provided for reportable event. Samples returned. The following information has been updated: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2019-08-08. H.3. Device returned to manufacturer: yes. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8344526. D.4. Medical device expiration date: 2023-12-31. H.4. Device manufacture date: 2018-12-10. D.4. Medical device lot #: 8344526. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2019-01-07. D.4. Medical device lot #: 8260607. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2018-09-17.

Event description:
It has been reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs has been with difficult plunger movement during use. The following has been provided by the initial reporter: it was reported by the consumer that the needles are bent and the plunger is hard to move when drawing insulin. Event description per snow case states, "I am writing to you today because the box of syringes I got last month are damaged. The needles are tilted to the right and the plunger is really hard to pull to draw insulin. Lot # 8344526, product #328468, exp 12-31-2023, occurrence date is unknown.

Event description:
It has been reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs has been with difficult plunger movement during use. The following has been provided by the initial reporter: it was reported by the consumer that the needles are bent and the plunger is hard to move when drawing insulin. Event description per snow case states, "I am writing to you today because the box of syringes I got last month are damaged. The needles are tilted to the right and the plunger is really hard to pull to draw insulin. Lot # 8344526, product #328468, exp 12-31-2023, occurrence date is unknown.

Manufacturer narrative:
Investigation summary: samples were returned for 31g x 8mm, 0.5ml syringes. Customer returned the following: -one shelf carton from lot 8344526. -two opened and empty polybags from lot 8260607. -nine opened and empty polybags from lot 8344526. -seven opened and empty polybags from lot 9007787. -91 loose 31g x 8mm, 0.5ml bd insulin syringes. Consumer reported the needles are tilted to the right and the plunger is really hard to pull. It was observed that all 91 syringes were returned without plunger caps, and one syringe was returned without a cannula shield. All 91 syringes were examined microscopically, and no apparent manufacturing defects were observed; all 91 cannulas were unbent, and all 91 plunger rods were able to be moved properly. As no manufacturing defects were observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8260607. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8344526. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 9007787. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.